Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the nail for the distal femoral fracture. Since tha implants were implanted in the affected part, the surgeon used the nail in question and the pad. Before insertion of the nail, the surgeon confirmed that screws passed through the two nail holes. The surgeon opened the wound carefully by using an elevator. Then, the surgeon used a drill, and the drill interfered with the two holes of the nail. The surgeon inserted the two locking screws and the end cap. After insertion of implants, it was found that the distal of the two proximal locking screws was inserted off the nail. The surgeon replaced the screw in question with the drill. The surgery was completed successfully within 30 minutes delay. After the surgery, the sales rep explained to the surgeon that confirmation with the image is required before using a drill and adjustment of drill is required. According to the surgeon, the nail had no problem, and the soft tissue was expanded carefully before the surgery. Therefore, the surgeon thought that it is questionable that the nail requires adjustment at 160mm in length. This report is for one (1) unk - screws: locking this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws: locking: calcaneal/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Device available for evaluation: complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: date of concomitant therapy is (B)(6) 2022. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.